Event description:
It was reported that a user experienced hyperglycemia after a recent steroid injection, with blood glucose reaching approximately 300 mg/dl for a couple of hours and alerts persisting above 300 mg/dl for over 90 minutes, without use of backup therapy or ketone testing. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included a review of user-reported history and education on troubleshooting and management guidance. Investigation of this case revealed no device malfunction or component failure and that the event aligned with known transient hyperglycemia associated with steroid use. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.